Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon placed the ultima activator ii reusable drive mech. Into the sternum, getting ready to do the first distal. As the surgeon was rotating the handle to spread out the retractor, it split in the middle. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).